Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient started to experience tremors, and it was realized this morning the ins turned off. The caller stated they did not know how the ins turned off. When attempting to connect to the ins with the patient programmer (pp) they got a poor communication message. It was confirmed the ins recharger (insr) was able to connect and the ins battery was at 75%. They were instructed to try and connect the pp again, and they were successful with syncing. The ins was turned back on. The issue was resolved. No further complications were reported or anticipated with this event.